Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system (eps) was returned with dried blood and saline in the basket and in the shaft consistent with use in the patient. The basket was returned in the delivery catheter and the basket was distal to the tip, not loaded into the eps. There was a bend in the distal shaping ribbon 7 millimeters (mm) which is possibly the result of tip shaping during preparation. There was no other damage noted to the eps. The accunet 2 recovery catheter was returned with blood and saline in the shaft consistent with use in the patient. The distal end of the catheter was wrinkled proximal to the tip for a length of 1.7 cm which may have contributed to the reported difficulty. There was no other damage noted to the eps. An attempt was made to remove the filter basket from the delivery catheter and was not able to remove the unit. The basket was pulled into the delivery catheter and could not be removed. During the attempt to remove the filter basket, the outer jacket of the eps was wrinkled in random sections. Difficulty removing the filter basket, can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support and stent geometry. It should be noted that the rx accunet information for use notes a variety of techniques that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: have the patient rotate her/his neck from side-to-side. This motion may re-orient the carotid artery. Change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. If using the rx accunet recovery catheter (shapeable tip design), the tip shape of the recovery catheter can be shaped. If one shape does not pass through the stent, shape the catheter tip in another direction or modify the degree of angulation. If stent struts are impeding the advancement of the recovery catheter, post-dilate the stent. Insert a guide wire (buddy wire) to straighten the stented area. It is possible that the anatomical conditions contributed wrinkling of the recovery catheter and subsequently led to the reported difficulty to remove. Although a conclusive cause could not be determined, there is no indication of a product quality deficiency with this lot. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to remove for this lot. All rx accunet devices and rx accunet recovery systems undergo a 100% visual inspection in the manufacturing process at abbott vascular.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, during retrieval attempts of the accunet using the accunet 2 recovery catheter, unknown resistance was felt and the filter basket would not go into the recovery catheter. The accunet 2 recovery catheter was withdrawn and the accunet recovery catheter was successfully used to retrieve the accunet filter without further incident. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.